Manufacturer narrative:
(B)(4).

Event description:
The patient was seen by the hcp and fluoro was done which showed the catheter connected and the pump upright. The patient was receiving fentanyl 4000mcg/ml and the dose was reduced from 1200 mcg/day to 900 mcg/day in an effort to begin to wean drug for explant. It was indicated that due to many inconsistencies and the patient¿s constant dissatisfaction with the pump and oral meds the managing hcp had decided to wean and explant.

Event description:
It was reported the patient had a refill appointment. During this appointment, the patient stated to the pain doctor that her gastrointestinal (gi) doctor indicated the pump was laying on her intestine. The pain doctor did not want to refill the pump and add extra weight until the aforementioned situation was looked into further. The patient became "belligerent" and the police were called. The patient left the doctor's office without the refill or other oral medications. The pump was going to alarm low reservoir on (B)(6) after this report date. The physician stated the patient would go into withdrawals, but not life threatening withdrawals. Three days later, the patient reported the pain health care provider (hcp) dismissed her at her last refill appointment. It was said he refused to refill or check the pump. The patient was very distressed because she was on a 'high dose" of oral oxycontin and intrathecal fentanyl pain medications and the hpc had "cut her off completely". It was felt the patient could go into shock from the medication change and has already had a heart attack. The patient had an MRI and ultrasound which confirmed the pump was lying on her intestines. The patient indicated that the hcp was "not willing" to investigate the pump when the patient reported it was causing "digestive issues". The patient reported the pump has caused her "nothing but problems". It was said the pump was "flying around like a hockey puck". It was also said, at a previous refill appointment, the hcp was trying to "twist the pump around to get to the port and he couldn't find it". The patient was feeling the pump bump her rib cage. It was also reported that the patient was in in pain where the catheter is located and family suspected the catheter was twisting around with the pump and pulling on patient's spine causing her pain. Reportedly, the pain hcp did not want to interrogate the device to check the concerns. It was said, the hcp refilled the patient's pump the following week after this report.

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. Product ID 8590-1, lot# n274027, implanted: (B)(6) 2012, product type: accessory. (B)(4).